Event description:
It was reported, that this left ventricular lead. Exhibited failure to capture during a threshold test. No changes have been performed as this was temporary. This lead remains in service. No further adverse patient effects were reported.